Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Refer to section h.10 for related report numbers for the other pump and automated impella controller associated with this report.

Event description:
The user facility reported that a bipella patient encountered ventricular tachycardia and developed willebrand syndrome during impella cp support. The patient encountered ventricular tachycardia (vt) when they were turned and a second run of vt the following day. Additionally, the care team believed that the impella caused the patient to develop von willebrand syndrome. However, after finishing bipella support, the patient decompensated and ultimately expired. The death will be associated with impella cp pump.

Manufacturer narrative:
Medical safety reviewed the event. The patient experienced arrhythmic events and thrombocytopenia while on bipella support. When turning the patient ventricular tachycardia was experienced and the following morning experienced a run of ventricular tachycardia. Comfort care was discussed. Day 9 the patient is only on right-sided support and noted with cholecystitis and liver fluid buildup; both linked to gallstones. The following day of the support, an unexpected automated impella controller (aic) shutdown occurred; support interrupted. The team was advised against exchanging the aic due to the concern that the pump would not restart. Impella rp support continued. Seven days later the patient expired on support despite all efforts. The patient was maxed on vent and chemical support. There is not enough evidence to exclude the impella rp flex and the aic as an associated factor to the demise outcome. However, the aic is highly unlikely associated with the outcome due to the amount of days post event and no report or indication of acute hemodynamic compromise at the time of the aic malfunction. In this case, the patient underlying condition likely contributed most to an outcome of death. Note: events involving the impella cp is reportable as a serious injury type of reportable event. Correction(s): after review of the case by the medical safety, it was determined the impella cp is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. H6: investigation type/finding/conclusion codes remain unchanged as previously reported. Related medical device reports: this impella cp report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and the impella rp flex, which is associated with the demise outcome.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.